Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors were rejected due to particulate matter. The particles seemed plastic in nature. This was identified in the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 14, 2022 - march 15, 2022. H10: three (3) actual sample were received for evaluation. Visual inspection was performed with a magnifying lamp and white particles were observed floating freely in the fluid of the bladder, measuring 0.15 and 0.20 square mm in size. The particles were in the fluid path. The particles were subsequently removed from the bladder for measurement and material identification. The particles were identified to be acrylic material via ftir test. Acrylic is the material of the stressmember. The stressmember is located inside the bladder. Therefore, acrylic particles are not foreign or contaminated matter. Tiny shavings from the plastic stressmember may have become loose and got stuck onto the stressmember body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.